Event description:
The customer reported error urgent device correction. Technician found failure 599 in the event history. The hospital representative stated that they have no record of any patient incident involving the pump.